Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 47 mg/dl with confusion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. It was reported the patient was inappropriately attached to the pump during the prime sequence and an alleged keypad issue caused the pump to prime without user intervention. This complaint is being reported because the alleged blood glucose excursion was attributed to an alleged pump malfunction and reported pump use error.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.